Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that caps had loose closures with a bd vacutainer® serum / cat blood collection tubes. This occurred on 500 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from german to english: unfortunately lose the red cover after opening. We need these tubes to ship bone marrow. So far it worked fine, but with the current batch the caps come off by themselves.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that caps had loose closures with a bd vacutainer serum/cat blood collection tubes. This occurred on 500 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: unfortunately lose the red cover after opening. We need these tubes to ship bone marrow. So far it worked fine, but with the current batch the caps come off by themselves.